Event description:
It was reported that bd maxplus pressure rated extension set had air in line the following information was received by the initial reporter with the following: it was reported by the customer that after oxytocin was initiated at 2 ml/hr, the IV pump alarmed for "air in line." The nurse clamped the IV tubing at the saline lock extension and used a syringe to remove the air. At 22:21, the nurse observed that the oxytocin was inadvertently infusing by gravity, resulting in an unintended bolus. The clamp had not fully occluded the line. Oxytocin was immediately disconnected.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.